Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient stated that they met with their health care professional and it was stated the emi caused the device to turned off and right now they are trying to avoid computers for this reason. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Aware date will be updated to 11/11/2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the therapy was turning off by itself and said for the past month or so he has been having trouble w/ the ins turning itself off. Patient said the 1st time it happened he was in a testing center w/ all the doors closed, about 30 computers, some computers were on wifi. Patient said there was static electricity in the air. Pt said he can tell when his device goes on and off. Patient also mentioned having issues communicating w/ the ins which is getting progressively worse. During the call the patient was able to communicate w/ ins. Pt's stim was on and was at 3.8. Patient also reported that said sometimes it will be at 0 and he didn't put it there. Patient had an appointment on (B)(6) 2019. No further complications were reported or anticipated.